Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displayed a pads off message during pacing. There was no report of patient harm.